Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they experienced low blood glucose. Blood glucose reading was 40 mg/dl. Patient was treated with food and glucose tablets. Customer stated that the drive support cap was normal. Customer also stated that they have high blood glucose as well. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The pump will not be returned for analysis.